Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Initial reporter name exceeds character limitations: (B)(6).

Event description:
Related to (B)(4). The hospital reported vasoview hemopro 2 terminal is not working and doesn't light.

Manufacturer narrative:
Trackwise - (B)(4) updated filed: a2, a3a, b3, b4, b5, b7, d10, g3, g6, h2, h6 (health effect ¿ clinical code, health effect ¿ impact codes), h11.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 terminal is not working and doesn't light. The clamp stopped burning/cauterizing midway (loss of electrosurgical/thermal output). The intervention had to be briefly paused; the procedure was completed using an alternative device. No patient harm occurred. Troubleshooting steps included performing a visual inspection of the device and accessories, no visible damage was found. The power supply, cables and connectors were also checked. There was a procedural delay.

Manufacturer narrative:
Tw #: (B)(4). Updated sections: b4,b5,d9,g3,g6,h2,h3,h6,h11. Contact person name entered here due to character limits: (B)(6). The device was returned to the factory for evaluation on 08/08/2025. An investigation was conducted on 8/27/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the harvesting device handle. There were no visual defects observed on the intact heater wire or the clear intact silicone insulation on both the cold and hot jaws. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over four (4) repetitions using "max life test method. The device successfully transected tissue four (4) times. A temperature and resistance test was conducted to evaluate the device function per hemopro 2 final test. The resistance value was measured at 0.68 ohms which is within specification. The device passed the temperature measurements test. Based on the returned condition of the device as well as the evaluation results, the reported failure "electrical /electronic property problem" was not confirmed. The lot # 3000469556 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.